Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information a cause for the reported mitral regurgitation (mr) and tissue injury could not be determined. Additionally, mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior flail (p2). On 09/01/2020, one clip was successfully deployed, reducing mr to 2. Then on (B)(6) 2021, follow-up revealed a new chordal rupture on the lateral side of the valve and recurrent mr grade of 4. The clip remains stable on both leaflets. Additional treatment has not yet performed. The patient went home. No additional information was provided.